Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported that the patient's ipg began displaying end of life messaged and had reached end of life. As result, the ipg was explanted and replaced. Effective therapy was restored post-operative.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.